Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/07/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced ansiometropia after the implantation of a model zct400 12.0 diopter tecnis toric iol (intraocular lens). The lens was explanted and replaced with a model zct225 12.5 diopter lens. Patient was doing well post exchange. It was noted that there were no incision enlargement, no suture and no vitrectomy required. Visual acuity pre-initial implant: 20/400; visual acuity post-initial implant: 20/60-1; visual acuity post-replacement:20/20. No additional information provided.